Manufacturer narrative:
(B)(4). The biomedical engineer evaluated the device and was unable to duplicate the reported issue. After observing proper operation through functional and performance testing, the device was returned to service for use. The device was not returned to physio-control. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had powered off while running a user test and would not power back on. There was no patient use associated with this event.